Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7072056.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure in which the leads were repositioned. There were no reported stimulation issues. The patient is recovering without complication.